Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen on the pump was blank. The distributor reported there was audible tone upon battery insertion. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump history did not reveal anything in the history indicating a pump malfunction. On testing, the pump powered on with an illuminated display, audible sounds and vibratory function. The display screen was noted to be dim, faded and discolored. Adjusting the contrast setting did not resolve the issue. Investigation did not confirm or duplicate the complaint of a blank display screen.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.